Event description:
It was reported that the additive is discolored with a bd vacutainer® k2e 10.8mg plus blood collection tubes. The following information was provided by the initial reporter: discoloring of additive.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was observed. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the additive is discolored with a bd vacutainer® k2e 10.8mg plus blood collection tubes. The following information was provided by the initial reporter: discoloring of additive.